Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. Testing revealed that there was a corrupt database file. The corrupt database was fixed. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that it was discovered that the system had a "database corruption error" message while a manufacturing representative (rep) was on site servicing another system for preventative maintenance (pm). There was no patient involvement.